Manufacturer narrative:
Inratio precision data provided by end-user: value #1: 1.4. Value #2: 3.7, mean: 2.55, std dev: 1.626, %cv: 63.778. Tests were performed on the same day. Time elapsed between tests was not given. The %cv is greater than 20%. The precision criterion is not met. Caller stated different strip lot was used for each test. Product testing is not required. Products associated to the complaint were not returned. Patient information was not known. There is no sufficient information to determine the root cause of end-user's discrepancy. Meter and strips were not expected to be returned. Further testing could not be performed at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with another meter. Results as follows: inratio: 1.4, dr's meter: 3.7. Caller also had obtained a valid result of 1.6 after the error. Patient has been on coumadin for about 6 months now, her target range on the meter is 2.5-3.5 inr.